Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, a system message indicated blood in the handle of the catheter. Upon further inspection, it was observed that blood had collected in the coaxial cable. The user replaced the balloon and the coaxial cable, and the procedure was successfully continued and completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cxc (lot: 229057426); product type: 0627-cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 22397 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on (B)(6) 2025. During functional testing, the console terminated the application and triggered system notice n-048"the system detected a compromised balloon prior to ablation indicating the outer vacuum test failed." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach, pinhole type. In conclusion, the balloon catheter failed the returned product inspection due to the outer balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. Two case files were received and recorded on the date of 2 025-01-13. The first case file showed seven applications were performed with an afapro28 balloon catheter with lot number 22397, 12 applications performed with an afapro28 balloon catheter with lot number 22397, and system notice n-004 (the system has detected blood in the catheter handle and stopped the vacuum) was received at application number seven with the catheter. The second case file showed 12 applications were performed with an afapro28 balloon catheter with lot number 21968 without any system notices or anomalies. In conclusion, the reported issue of visible blood was unable to be confirmed through device data analysis; however, an error message related to blood in the catheter was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during a later servicing, the electrophysiology (ep) connectivity of the console was not working and an error message was received stating that the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection). The console was serviced as appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.